Manufacturer narrative:
UDI: (B)(4).

Event description:
It was reported a week after implant, upper out of range pacing lead impedance, increased threshold, and declined sensing amplitude were observed. It is suspected the bad measurements were a result of a loose set screw. The lead was removed from the pocket and reinserted into the device after the lead was cleaned. New measurements were good. The patient condition is fine.